Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing came apart at a site close to the port during a patient infusion. The medication that was infusing at the time as a primary infusion is unknown, but it is known that it was not chemotherapy. There was no patient harm.

Event description:
The customer reported that the tubing came apart at a site close to the port and leaked during an unspecified infusion. Although the medication that was infusing at the time as a primary infusion is unknown, it is known that it was not chemotherapy.

Manufacturer narrative:
The customer¿s report that the tubing came apart was confirmed. Visual inspection showed that the vinyl tubing was completely separated from the smartsite outlet port below the lower fitment. Examination under magnification showed that both sides of the tubing had no solvent applied at the engagement. No functional testing was deemed necessary due to the separation. Fluid was leaking from the separation. Dimensional analysis was performed and the tubing was measured to be within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to no solvent having been applied at the junction of the tubing.